Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. A sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. The sensor was not returned by the closure of this complaint. Review of in vivo raw data showed transient optical instability in the signal and reference channels from on (B)(6) 2025. The user was given the option to monitor recovery of the system, however the user stopped using the system on (B)(6) 2025 and did not agree to continued monitoring of system performance. Per case notes, while we believe the system needs time to stabilize, if the user is unwilling to wait while we monitor the system, we will honor a sensor replacement. The user eventually opted to continue use of her current 365 system instead of getting the replacement. Dms shows that the user resumed use on (B)(6) 2025. From that point in time, the system started displaying better agreement between the sensor readings and fingerstick measurements, with its overall performance within expectations. B4. Date of this report 31 may 2025. G3. Date received by the manufacturer? 31 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On march 3, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.